Manufacturer narrative:
The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be drawn as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The cause of the thopaz pump not alarming when it should has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The rn reported to medela customer service on (B)(6) 2016 that on (B)(6) 2016, the patient was using a thopaz pump s/n #(B)(4) when it malfunctioned. An air leak occurred, and increased from 600ml/min to 6000ml/min and the device did not alarm. The rn clamped the tubing to check the leak, which increased to 6300ml/min. The canister and tubing were changed, but the air leak persisted. A new device was given to the patient. The patient suffered a tension pneumothorax, confirmed by CT, and subcutaneous emphysema. The patient's stay in the hospital was lengthened by 4-5 days (per unit manager) and the patient had to go home with a chest tube. On (B)(6) 2016, a medela clinician followed up with the facility educator (the original reporter of the event) and the unit manager and confirmed the reported event.

Manufacturer narrative:
The thopaz system was received on 3/9/2016 and evaluated by quality engineering on 8/22/2016. The evaluation revealed that the pump was missing a sealing ring. Once the ring was replaced, the pump passed all functional tests and operated within specifications. The issue was investigated in (B)(4) and found that a missing sealing ring leading to an air leak would not cause or contribute to tension pneumothorax.